Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that a portion of a trial lead was retained during lead removal. As a result, surgical intervention may be undertaken to address the issue.